Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic episode while using an ilet bionic pancreas after obtaining a new ilet and setting targets perceived to be low; the user awoke diaphoretic with a measured blood glucose of 39 mg/dl, treated with oral glucose tablets, and subsequently rose to 171 mg/dl. Symptoms included sweating and hypoglycemia. Outcomes included resolution of symptoms after oral carbohydrate intake without hospitalization. Investigation included complaint intake, user troubleshooting and education, and review of use conditions related to target settings and alarms. Investigation of this case revealed no device malfunction reported and suggested that target settings and use conditions could have contributed to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.